Event description:
Pt had a total hip in 2006. Presented following loud 'pop' & no weight bearing. X-ray shows break of neck of femoral component. New total hip done, replaced with stryker secure - fit plus ha.